Manufacturer narrative:
A sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "no infusion" (failure to infuse). The hospital pharmacist reported that there was no infusion during vitrectomy. The cassette was switched out and the problem was solved. Before the event occurred, the cassette was successfully primed and no system message was displayed on the screen. The case was successfully completed. The surgical procedure was not significantly delayed by the event (about 10 min) and there was no pt injury. The surgeon noted the issue once the probe was in the eye. According to the reporter, a handling issue (bent tubing) could explain the reported event, but it remained to be proven. The surgeon thought that the cassette was the cause.